Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula was missing from the device indicating a needle mechanism failure. The pink slide did not move forward.

Manufacturer narrative:
The device was received not deployed. The pink slide insert was not observed in the viewing window and the linkage assembly was in the undeployed position. Download data showed the device ran 46 first prime pulses before deactivation by the user. No timeouts, drive stalls or alarms were generated. No damages or defects were found that would indicate a needle mechanism failure.